Event description:
Robotic thorascopic left upper wedge resection - "trocar was inserted as the camera port. During the case, the balloon deflated and the first assistant noticed the trocar tip had broken. Trocar was removed. Another cff73 was placed in the pt and the case resumed was finished."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.